Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; hospital retained.

Event description:
As reported: "plate was used for a mp finger fusion. Second time plate has broken on same patient. Doctor removed broken hardware and put in competitor hand plate."

Event description:
As reported: "plate was used for a mp finger fusion. Second time plate has broken on same patient. Doctor removed broken hardware and put in competitor hand plate."

Manufacturer narrative:
The reported event that 2.3 m variax hand lock z-plate, nar, 13 holes was alleged of "implant - breakage post-operative" could be confirmed only based on pictures. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.